Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025, which is off-label usage of the device. On (B)(6)2025, it was reported by the parent that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was prepped with soap and water. The patient developed redness, inflammation, pustules, and an infection under the sensor patch. The patient had a skin burning sensation in the area. On an unspecified date, the patient¿s parent consulted a health care provider who prescribed an oral antibiotic medication (keflex, unspecified dosage) for the infection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).